Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. No injuries or adverse consequences were known by the initial reporter.

Manufacturer narrative:
The reported overheating of the device was not able to be confirmed by a manufacturer repair technician. Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance and returned to the user facility.